Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the u/d and the r/l pulley wires fluid damage, the insertion flexible tube (ift) compressed, the insertion flexible tube (ift) bite damage, the operation channel buckled, the operation channel leak, the distal body dirty, the objective lens unit dirty, the lg prong top loosened, the angle wire hard to move, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.